Event description:
Caller reported pt's infusion set leaked at the site. Caller indicated that as a result of the leak, pt was hospitalized with ketoacidosis (>650 mg/dl). Caller indicated that IV fluids, injection therapy, and the infusion device were used to treat the elevated blood glucose levels. Caller indicated that infusion set was changed and blood glucose levels were "maintained."